Event description:
It was reported that the drill fractured during use. Procedure was successfully completed with a new drill bit. Patient received x rays to locate the fragments but nothing was found and will need a CT scan to check again. No other information is known at this time and no adverse consequences were reported.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.